Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was out of the skin. There was no reported patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx device was used in an interventional procedure via a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography including insertion angle. The vessel was arterial. The vessel diameter was verified to be greater than 5 mm. Vessel tortuosity was moderate. There was moderate peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression for 20 minutes. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was found exposed, covering the balloon, and the advancer tube was also exposed. The sealant sleeve was found to be in its manufactured position. To assess the balloon condition, the sealant was manually removed to allow evaluation. Upon inspection, the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. Dimensional analysis was performed by inflating the balloon to conduct a calibrated go / no-go fixture verification tool. No abnormal conditions were observed during this analysis. The inflation/deflation functional test was executed. The balloon inflated and deflated as expected. No anomalies were observed during this functional evaluation. The reported event of ¿balloon-pull through¿ was not observed through analysis of the returned device since the device passed dimensional/functional analysis with no other anomalies noted and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, prepping/handling factors possibly contributed to the balloon pull through as there were no signs of a rupture or damage to the balloon noted and it passed dimensional analysis. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. The IFU also instructs to ¿inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy.¿ failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy/venotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy/venotomy as well. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx grip vascular closure device (vcd) was out of the skin. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx device was used in an interventional procedure via a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography including insertion angle. The vessel was arterial. The vessel diameter was verified to be greater than 5 mm. Vessel tortuosity was moderate and there was moderate pvd/calcium in the vicinity of the puncture site. The device will be returned for evaluation.